Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The false low results were most likely caused by inappropriate blood drawing techniques. It was stated in the investigation that blood should never be collected proximal to the infusion site as it may cause partial dilution of the sample. Samples should always be collected from the opposite arm.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had an erroneous creatinine plus ver. 2 (creat) and an erroneous ion selective electrode (ise) potassium result for one patient sample tested on a c501 analyzer. The sample was collected from the infusion arm of the patient and this infusion contained dopamine. This medwatch will refer to ise potassium. Patient identifier (B)(6) for information related to creat. The sample resulted as 146.500 umol/l for creat and 4.470 mmol/l for ise potassium on (B)(6) 2015. The initial results were reported outside of the laboratory. The patient was said to usually have a creat value of 312 umol/l, so the initial creat value was questioned by the doctor. A new sample was collected from the patient 3 hours later from the other arm. The new sample resulted as 328.4 umol/l for creat and 5.450 mmol/l for ise potassium on (B)(6) 2015. The patient was not adversely affected. The c501 analyzer serial number was (B)(4). The customer stated that they performed a study where samples were diluted with a 1% infusion solution of 5 mg/ml dobutamine. Samples diluted in this fashion resulted with lower creat concentration. Diluting samples with a 0.5% infusion solution also resulted in lower creat concentration. No specific data was provided for this study.